Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly. It was stated that the device was functionally ok.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient fell on her right buttock 2 weeks prior to the report, she was unable to recharge the implant. The patient could communicate with their programmer, which stated the stimulator was depleted. The icon for depletion was shown. The patient was able to get 8 coupling bars prior, and had never had any charging issues until now. Now, the patient was unable to get any coupling. A company representative was able to feel the stimulator and it didn¿t appear to be too deep. The patient herself did not feel as if there had been any change to the stimulator position since the fall. On (B)(6) 2014 during a visit with a company representative, the patient was able to get 2 coupling bars, but it dropped to 0. The recharger displayed the no telemetry message as well. Antenna locate was done with 46, 48 and 56 for results. An xray was done, which confirmed the device was not flipped but tilted. The patient underwent a replacement on (B)(6) 2014. When the physician opened the pocket, the device was not flipped. The physician also did not think it was tilted either. Impedances were taken with the lead and were in the normal range. The physician wanted to replace the stimulator due to its discharged status. Once the pocket was opened up and a sterile sleeve was used, full coupling was achieved easily. The cause of the issue was not determined. Following replacement, the patient had coverage in their low back and legs bilaterally. The patient also had a 50% or greater symptom reduction.